Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family that the device alert was occurring at regular intervals. The patient was indicated to have frequent premature beats. The device remains in use. No patient complications have been reported as a result of this event.